Event description:
Berlin heart, inc was informed by the site on (B)(6) 2022 that a patient being supported with the excor pediatric vad system in the lvad configuration had an ischemic cva event. Site reported that the patient had right-sided hemiplegia. A head CT was obtained and demonstrated the patient had non-occlusive thrombus in the m2 segment of the left mca. The blood pump was fully filling and ejecting. There were reported fibrin deposits in the blood pump at the time of the event.

Manufacturer narrative:
As of 11.16.2022 the patient is still on excor system with the same pump.